Event description:
It was reported that during a right fistula treatment procedure, a balloon rupture occurred. The 80% stenosed target lesion was located in a mildly calcified and moderately tortuous right arm cephalic vein. A gladiator 8.0 x40, 75cm balloon catheter was inflated several times then ruptured at 20 atm. The procedure was completed with this device. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Age at time of event 18 years or older. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).